Event description:
Boston scientific crm received information from a clinician reporting that this patient's pacemaker was in a reset condition following completion of the patient's radiation treatment. It is unknown whether the device was restored to full function, if limited therapy was provided, or what the patient's pacing condition is. Technical services recommended to reprogram the device, but it may not stay depending on the extent of the radiation damage. The patient will be seen again in a few weeks.

Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. Should additional information become available, this event will be updated. Additional information was received that this device was explanted and returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.